Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button was becoming detached from the pump. There was no reported adverse impact to the customer's blood glucose level. Caller declined troubleshooting further with tandem technical support. No additional information was provided.